Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome was not cutting under load and quite noisy. The procedure was aborted, there was no delay and they only recover tissue from deceased donors. The surgery was completed without using an alternate device and the problem caused an impact/damage to graft harvest. It was stated that the graft harvest was not able to be used and additional unplanned graft harvest was not required from the patient.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the dermatome was not cutting under load and quite noisy. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a 4¿ width plate for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/zimmer biomet australia has previously repaired/evaluated electric dermatome serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was january 2, 2018 where it was reported that the device was not working under load/loss of power and the motor, bearings, spring seal, external ring, switch, reciprocating arm, and insulator were replaced. Product review of the electric dermatome by zimmer biomet australia on september 6, 2018 revealed that the head was found to have visible nicks on the surface. The 4 inch width plate was found to be worn and needed to be replaced. Product review of the electric dermatome by zimmer biomet taiwan on september 20, 2018 revealed that the motor speed was out of specifications. The calibration was out of specifications at all settings and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet taiwan on september 25, 2018 which included replacement of the motor, machined head, switch, bearings, o-ring, seal, reciprocating arm, and 4 inch width plate. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by zimmer biomet taiwan it was not noted that the device was noisy or not cutting under load. These alleged deficiencies were unable to be replicated; however, it was noted that the device operated slightly below motor speed specifications which could cause a sub-optimal (usable graft). Based on the risk assessment the device being out of specifications may not produce a viable graft, but was within enough to produce a sub-optimal graft. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet taiwan it was not noted that the device was noisy or not cutting under load. These alleged deficiency were unable to be replicated; however, it was noted that the device operated slightly below motor speed specifications which could cause a sub-optimal (usable graft). Based on the risk assessment the device being out of specifications may not produce a viable graft, but was within enough to produce a sub-optimal graft. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.